Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a frozen screen as well as being hospitalized for diabetic ketoacidosis, with blood glucose levels over 800 mg/dl. The customer stated that she experienced bent cannulas prior to being hospitalized. Nothing further was reported.